Manufacturer narrative:
The initial reporter also notified the FDA on 23 october, 2020. Medwatch report # mw5097241. Report source other: medwatch report. (B)(4). Investigation summary: due to no photo or sample received for investigation, the customer's complaint of leakage could not be verified. A device history record review for model 2423-0007, lot number 20076960 was performed. The search showed that a total of (B)(4). There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 10d 4ss 4ss 2g-4wspk cv leaked. The following information was provided by the initial reporter: material #: 2423-0007; batch/ lot #: (10) 20076960. It was reported that a leak started near the three way stopcock while administering IV medication. Verbatim: while the rn was administering IV medication via alaris pump, it was noted that a leak started near the juncture or the 3-way stopcock and the pump infusion set. This infusion set is a new replacement product from bd; bd alaris pump infusion set with 2 ganged 4 way stopcocks FDA safety report ID# (B) (4).